Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laparo-thoraco videoscope had no image. The procedure was therapeutic, also, the intended procedure was completed using similar. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the event occurred due to the following factors: the video connector board had not been repaired or replaced since december 2010 (approximately 13 years and 6 months), and the image output signal temporarily became unstable due to deterioration over time. Dust, stain, or foreign material adhered to the electrical contacts of the scope connector, and the connection state was not sufficient, which temporarily affected the electrical connection with the system. Scratches and chips were found on the adhesive of the bending section, and it was confirmed that the internal electrical circuit of the image sensor in the image sensor unit built into the distal end of the scope was hit, dropped, etc. Mechanical stress (load) was applied to the electrical connection, which temporarily deteriorated the electrical connection. That had a negative effect on the image signal output and made the image signal output unstable. Electrical load (stress) caused by current flow to the image sensor mounted on the image sensor unit built into the tip of the scope and the electrical board inside the scope connector (including the electrical components mounted on the electrical board), accidental application of static electricity, overcurrent caused by connecting/disconnecting while the system is on, etc. Temporarily deteriorates the electrical connection, adversely affecting the image signal output and making it unstable. The event can be prevented by performing pre-use and periodic inspections. The device is out of warranty and in consideration for repair or replacement. The root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.